Event description:
It was reported that during the procedure, a 3.0x23 xience v rx stent delivery system (sds) was advanced with resistance felt and force applied to a heavily calcified, 99% stenosed lesion in the moderately tortuous mid left anterior descending (lad) coronary artery. After deploying the xience v rx stent at 6 atmospheres, a distal edge dissection was observed. The sds was withdrawn without difficulty. A 2.75x12 xience v stent was advanced and deployed, successfully covering the dissection and the procedure was considered completed. There were no adverse patient sequelae and no occurrence of a delay that resulted in a health impact. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.